Manufacturer narrative:
Device evaluated by MFR: the catheter was returned with a guidewire attached to it which was measured within specification. Some red foreign material was visible, pushed up against the tip section of the device. A microscopic examination of the tip found that the distal edge of the tip was folded back on itself, as a result of this foreign material being pushed up against the edge of the tip. The foreign material was sent to an external pathology lab which concluded that the material sample does not appear to be thrombus or a clot. There is no definitive arterial structural components. However, the possible spindle cells and elastic fragments suggest this may have come from an artery. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-04929. It was reported during a percutaneous transluminal angioplasty treatment procedure, slippage of the balloon and balloon removal difficulties occurred. The patient presented with an unspecified disease requiring dilation of the pulmonary artery which led to the discovery of the target lesion. The 90% re-stenosed target lesion was located within a previously implanted express ld stent, deployed approximately one year ago, in the moderately tortuous pulmonary artery. A non bsc guide wire and a 7fr non bsc sheath were placed. The 12.0x20mm mustang balloon catheter was advanced. Inflation was performed twice to 5atms during which slipping of the balloon was occurring. There were no issues inflating or deflating the balloon; however, during withdrawal, the balloon became stuck in the lesion. The physician was unable to remove it after several attempts. The mustang and the sheath were then removed together. The distal end of the balloon was noted to be ¿inside out¿ with what appeared to be red tissue attached to it. No portion of the device was detached inside the patient and no vessel damage occurred. Imaging was performed; slow flow was noted and resolved with dilation of a 12x20mm non bsc balloon. The procedure was completed. There were no additional patient complications reported and the patient¿s status was stable.

Event description:
Same case as MFR #: 2134265-2013-04929 . It was reported during a percutaneous transluminal angioplasty treatment procedure, slippage of the balloon and balloon removal difficulties occurred. The patient presented with an unspecified disease requiring dilation of the pulmonary artery which led to the discovery of the target lesion. The 90% re-stenosed target lesion was located within a previously implanted express ld stent, deployed approximately one year ago, in the moderately tortuous pulmonary artery. A non bsc guide wire and a 7fr non bsc sheath were placed. The 12.0x20mm mustang balloon catheter was advanced. Inflation was performed twice to 5atms during which slipping of the balloon was occurring. There were no issues inflating or deflating the balloon; however, during withdrawal, the balloon became stuck in the lesion. The physician was unable to remove it after several attempts. The mustang and the sheath were then removed together. The distal end of the balloon was noted to be ¿inside out¿ with what appeared to be red tissue attached to it. No portion of the device was detached inside the patient and no vessel damage occurred. Imaging was performed; slow flow was noted and resolved with dilation of a 12x20mm non bsc balloon. The procedure was completed. There were no additional patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).